Event description:
11/16/93 the patient was in the physicians office and was complaining of pain upon flushing of the port. There was slight swelling noted. Port removal was arranged. On 11/17 the patient returned to the office with cellulitis at the site. The catheter was removed in the or 11/17. Catheter was noted to be "short" and x-ray was taken. X-ray positive for retained catheter fragment. Patient went to radiology on 11/18 for intravascular retrieval of venous catheter fragment without complications.